Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was monitored and all operating currents tested within specifications. There was no blank display anomaly. The device had cracked battery tube threads and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and blank display. Customer's blood glucose level was in the 400 mg/dl range. Customer advised the insulin pump turned off and when they replaced the battery they realized their blood glucose was high. Customer advised they were unable to troubleshoot for high blood glucose and the insulin pump as a result of being at work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.